Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device, intended for use in treatment, was not returned for evaluation. Therefore we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. The wound contact surface of pico 7 is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pico 7 dressing's adhesive stays attached to the protective plastic and not to the film. In consequence the adhesive doesn't stick. This was noticed during treatment. The treatment was completed with a back-up with a small delay.